Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in the united kingdom requested a preventative maintenance of a rd900 neopuff infant resuscitator. Upon device service, it was found that the inlet port of the unit was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in united kingdom where it was inspected by a trained f&p service technician. The unit was performance tested and returned to the customer unrepaired. Our investigation is based on the information provided by the f&p service technician. Results: visual inspection of the complaint rd900 neopuff infant resuscitator revealed that the outlet port was damaged. Conclusion: we are unable to determine the cause of the reported event. However, the most likely cause of the reported event is physical damage due to impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specification at time of production.

Event description:
A healthcare facility in the united kingdom requested a preventative maintenance of a rd900 neopuff infant resuscitator. Upon device service, it was found that the inlet port of the unit was broken. There was no reported patient involvement.